Event description:
The distributor contacted animas on (B)(6) 2013 alleging the insulin pump had no power; the screen was blank and there were no audible tones or vibration. There was reportedly no warning or alarm emitted by the pump prior to power loss, but the patient reported that he did hear a ¿bip¿ after a bolus delivery and prior to the pump losing power. There was sound upon battery insertion. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power loss without a known cause remained unresolved.

Manufacturer narrative:
Device evaluation: review of the black box and download history revealed data recorded from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013. There was record of one ¿power on reset¿ event on (B)(6) 2013 associated with a battery change. The battery voltage that was recorded prior to the ¿power on reset¿ event was shown to be above the ¿low battery: and ¿replace battery¿ alarm thresholds. On examination, there was no evidence of damage or moisture to the battery compartment. The battery cap that was returned with the pump for investigation was intact and able to maintain electrical connection when attached to the pump. On testing, the pump powered on normally. The pump was exercised for 24 hours without power interruption or alarms. The pump was found to be delivering insulin as intended and within specifications. Low battery and replace battery alarms were induced during testing and the pump responded with the appropriate visible and auditory warnings and alarms. The alarm history recorded the battery warning and alarm at the correct time and in the correct order. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the pump's interior components or compartment. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.